Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a hemopneumothorax secondary to user error, requiring thoracentesis. The specifics surrounding this clinical observation have not been provided to guidant. However, the information does suggest that this observation occurred approximately 4 months post implant. There have been no allegations made regarding a device malfunction,